Event description:
As reported, approximately 6 years and 8 months post the initial left tsa, the patient was revised due to the torque defining screw getting stuck inside the tray/stem. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: 5053378 320-42-00 - equinoxe reverse 42mm humeral liner +0. 5109143 320-01-42 - equinoxe reverse 42mm glenosphere. 5083225 320-10-00 - equinoxe reverse tray adapter plate tray +0. 5084191 320-15-01 - eq rev glenoid plate. 4969481 320-15-05 - eq rev locking screw. 5049534 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. 4969348 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. 4739241 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. 5083527 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. 5103863 321-20-00 - equinoxe reverse shoulder drill kit.